Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The report was made anonymously, and hence no additional information was able to be obtained.